Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted during testing. However, insulin pump received with corroded battery tube. Pump successfully downloaded to thus. Verified pump alarmed multiple failed battery test on (B)(6) 2021 in pump history due to corroded battery tube. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No power anomalies noted during testing or in the pump trace download. Found moisture damage to motor assembly, electrical board1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. Corroded electronic assemblies and corroded motor home switch. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and battery went bad. Customer stated that battery compartment and spring was corroded. The contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.